Event description:
It was reported the pt has not been receiving stimulation. The pt is unable to feel stimulation when he attempts to increase it using the programmer. Reprogramming attempts have been unsuccessful to address this issue. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.